Manufacturer narrative:
The malfunction was duplicated and attributed to extreme liquid damage on all the boards. Liquid ingress was established as the source of the damages. The device is unrepairable. The device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.